Event description:
It was reported that pump battery appeared to deplete too quickly, though no specific date or timeframe for the issue was provided. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up with support, and technical support could not confirm battery depletion issue, so no additional corrective actions were documented.